Event description:
In 2005, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. Post operative follow up was initiated per protocol. A CT angiogram revealed a portion of the post-deployed trunk-ipsilateral leg component catheter wire attached to the leading olive residing in the abdominal aorta proximal to the celiac artery. The patient has not experienced any adverse sequela and it is not yet determined if a re-intervention will occur.